Event description:
A cervical plate screw was observed to have slightly backed out post-operatively. A revision surgery was performed to remove the screw in late 2008. The screw was not replaced, as the construct is stable. The revision case was completed with no further incidences. The patient is reported to be in good health and will continue to be monitored closely.